Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system impedance values were high but within normal limits, ranging between 130 and 150 ohms. X-ray imaging was performed to assess position, and adipose tissue was seen under the coil. A revision procedure was planned. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating that the s-ICD system was explanted and replaced due to high shock impedance measurements and because the pulse generator was nearing battery replacement. When removing the electrode from the lateral tunnel, it got stuck near the collar at the terminal pin and the physician had to cut the lead. The electrode was also stuck on the superior tunnel but was able to be fully removed. A new s-ICD system was implanted, with an shock impedance of 90 ohms, 83 ohms after defibrillation threshold (dft) testing. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: this s-ICD was returned and analyzed and passed all testing. Based on the available information, analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of shock impedance high within normal limits was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this s-ICD was returned, and analysis found no evidence of device defects, malfunctions or damage outside the bounds of normal medical use.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system impedance values were high but within normal limits, ranging between 130 and 150 ohms. X-ray imaging was performed to assess position, and adipose tissue was seen under the coil. A revision procedure was planned. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating that the s-ICD system was explanted and replaced due to high shock impedance measurements and because the pulse generator was nearing battery replacement. When removing the electrode from the lateral tunnel, it got stuck near the collar at the terminal pin and the physician had to cut the lead. The electrode was also stuck on the superior tunnel, but was able to be fully removed. A new s-ICD system was implanted, with an shock impedance of 90 ohms, 83 ohms after defibrillation threshold (dft) testing. No additional adverse patient effects were reported. The product has been received for analysis.